Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer experienced diabetic ketoacidosis and an elevated blood glucose (bg) of 500 mg/dl and the customer was subsequently hospitalized. Reportedly, the customer was treated at the hospital with a manual injection. The customer reverted to an alternate method of insulin therapy.